Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventrio. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."